Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "comparison between mid-term results of total knee arthroplasty with single-radius versus multiple-radii posterior-stabilized prostheses" written by zhenyu luo, md, kai zhou, md, haoyang wang, md, fuxing pei, md, and zongke zhou, md published by thieme medical publishers and published online 13 july 2020 was reviewed. The articles purpose was to perform a comparison study of mid-term results of two different groups separated by type of prosthesis utilized in tka (total knee arthroplasty. The single radius group consisted of non depuy products and the multiple radii (mr) group consisted of depuy pfc sigma products. Patella resurfacing was not discussed and cement manufacturer was not identified. Article reports results were similar between the two groups and those lost in follow up or died of unrelated causes were not included in the study. Figure 2 provides radiographic images but does not identify the implants and does not report any adverse events within caption description. Depuy products: sigma femoral, sigma poly insert, sigma tibial tray. Adverse events within mr group: prosthesis loosening (no further information provided and treated by revision). Periprosthetic fracture (diagnosed post fall injury, no further information provided and treated by revision). Reports of anterior knee pain.